Event description:
Fisher paykel healed humidifier was located under pt's bed, connected in-line to bi pap-s unit connected via 25' o2 tubing to o2 concentrator running at 3 1/2 - 4 min. Pt awakened, to go to bathroom, family member who was sleeping on couch next to pt's bed awakened and noted fire/flares under pt's bed smothered fire with large cloth. Marked burn/smoke damage to bipap & fisher-paykel humidifier and to CPAP tubing. Melted ol tubing attached to humidifier - marked burn area on carpet where humidifier was sitting. Replaced bipap. Pt refuses replacement healed humidifier, requests ambient temperature in-line humidifier as replacement. Bipap unit, or unit operational for continuation of therapy and pt amenable to continued therapy.